Manufacturer narrative:
(B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. If the device is returned in the future, product analysis may be performed. Without the receipt of the lot # and /or the serial #, the return of the device since initial distribution cannot be determined. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA . Device description: absorbent sponge packing, dressing, and wicks in various styles and sizes with or without strings and airway tubes. Nasal dressing, epistaxis packing, sinus packing, ear packing and ear wicks for epistaxis, post-operative surgery and trauma, which expands when moistened to assist in tamponade. In the instructions for use, on page 7, it is stated to "tape any locator strings to cheek". Rarely, displacement and ingestion of a nasal dressing may occur. Merocel sponge is nontoxic and is considered safe to pass once it is completely in the alimentary tract. The patient should be monitored in the normal manner for the ingestion of any non-toxic material. Clinical confirmation that packing material has not been aspirated or is not in danger of being aspirated should be assessed. If aspiration should occur, prompt medical intervention is imperative with close patient monitoring and airway support pending the removal of the material.

Event description:
It was reported that after a scheduled functional endoscopic sinus surgery (fess) on a male, in his (B)(6), a nasal dressing was put into place. The patient "gulped" down the dressing. The nasal dressing locator strings were not secured to the patient. The physician conducted an esophagogastroduodenoscopy (egd) to retrieve the dressing. It was reported that the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.